Event description:
It was reported that the device delivered inappropriate defibrillation therapy for supraventricular tachycardia. The physician alleged the device performed as expected and no malfunction was alleged. A new morphology template was programmed to resolve the event and the patient was in stable condition.